Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and device expulsion ("malposition of essure device/the left coil was found to be intrauterine location") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, allergic rhinitis, fibromyalgia, post-traumatic stress disorder and retroverted uterus. Concomitant products included ibuprofen since 2011, pamprin from 2011 to 2016 and vicodin (norco) from 2011 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), weight increased ("weight gain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced cystitis interstitial ("interstitial cystitis"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping; even when not menstruating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation") with rash papular, dry skin, rash erythematous and pruritus, weight fluctuation ("weight fluctuations") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia had resolved and the device expulsion, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, menstrual disorder, dysgeusia, vaginal infection, vaginal discharge, depression, anxiety, dyspareunia, skin irritation, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, weight increased, fibromyalgia, allergy to metals and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, cystitis interstitial, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, menstrual disorder, pelvic pain, skin irritation, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Current weight: 182 lbs. Approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: one essure apparatus was not in place. Hysterosalpingogram - in 2011: confirming full occlusion of fallopian tubes on (B)(6) 2014, computerised tomogram abdomen revealed while an occluder is suggested within the right adnexum, no occluder seen on the left. Additionally, there is a metallic density within the uterus centrally, which could represent migration of the left fallopian tube occluder or possibly an intrauterine device. On (B)(6) 2016, pathology test revealed cervix: no pathologic findings. Endometrium: proliferative phase. Myometrium: superficial adenomyosis. Bilateral fallopian tubes: paratubal cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, abdominal pain, device expulsion, dyspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet- events interstitial cystitis, allergy to metals and fibromyalgia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and device expulsion ("malposition of essure device/the left coil was found to be intrauterine location") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, allergic rhinitis, fibromyalgia, post-traumatic stress disorder and retroverted uterus. Concomitant products included ibuprofen since 2011, pamprin from 2011 to 2016 and vicodin (norco) from 2011 to 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping; even when not menstruating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation") with rash papular, dry skin, rash erythematous and pruritus, fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device expulsion, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dysgeusia, vaginal infection, vaginal discharge, depression, anxiety, dyspareunia, skin irritation, alopecia, fatigue, weight fluctuation, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, skin irritation, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Computerised tomogram - on (B)(6) 2014: one essure apparatus was not in place hysterosalpingogram - in 2011: confirming full occlusion of fallopian tubes on (B)(6) 2014, computerised tomogram abdomen revealed while an occluder is suggested within the right adnexum, no occluder seen on the left. Additionally, there is a metallic density within the uterus centrally, which could represent migration of the left fallopian tube occluder or possibly an intrauterine device. On (B)(6) 2016, pathology test revealed cervix: no pathologic findings. Endometrium: proliferative phase. Myometrium: superficial adenomyosis. Bilateral fallopian tubes: paratubal cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, dyspareunia, abdominal pain, device expulsion, dyspareunia and menorrhagia. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs and medicinal record received. New events added- malposition of essure device/ the left coil was found to be intrauterine location and weight gain. Lab data , concomitant conditions, concomitant drugs added. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping; even when not menstruating"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation") with rash papular, dry skin, rash erythematous and pruritus, alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dysgeusia, vaginal infection, vaginal discharge, depression, anxiety, dyspareunia, skin irritation, alopecia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, skin irritation, uterine pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.